Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a plate - unknown lot. Additional procode hwc and ktt. Implant date: unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision for an open reduction internal fixation (orif) of a right mid-shaft humerus was performed on (B)(6) 2017 due to a broken plate and non-union. Original procedure was performed on an unknown date in (B)(6) 2017. Subsequently it was identified that the plate had broken. The plate and all screws were removed - all screws were intact. The plate broke in the center hole (7-hole plate). The non-union was treated with vivigen. No infection was present. The surgeon stated that the patient may have been non-compliant with post-operative weight bearing instructions. The procedure was completed successfully with the patient in stable condition. Concomitant device(s) reported: 3.5 mm cortex screws (part #: unknown, lot #: unknown, qty: 2) , 3.5 mm locking screws (part #: unknown, lot #: unknown, qty: 4). This complaint involves one (1) device. This is 1 of 1 for (B)(4). This report is for a plate.

Manufacturer narrative:
(B)(6). Therapy date: (B)(6) 2017; exact date is unknown. Implanted on an unknown date in (B)(6) 2017. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.